Event description:
Two catheters split during cerebral angiogram, (1820334-2012-00408 and 1820334-2010-00399). Add'l info provided (B)(6) 2012. Per complaint form: the hub of both catheters split during injection of contrast where the syringe connects to the catheter, during cerebral angiogram. No part of the devices remained inside the pt. The pt did not require any add'l procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: cook awaits the arrival of the complaint device. This event is still under investigation.